Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator displayed a "proximal pressure sensor autozero" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator was displaying a "proximal pressure sensor autozero" alarm. The technician confirmed that the device documented a 110b error code in the significant log. It was reported that the flow sensor assembly was recently replaced. The remote service engineer (rse) suggested checking the pins between the flow sensor and the data acquisition (da) board. If the pins were not seated, the da board should be reconnected, and then the device should be ran for approximately 30 minutes. The technician followed up with the rse, and reported that after reseating the da board to the flow sensor assembly, the device was tested, and the issue was resolved. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the device was in use when the issue occurred; the patient was moved to a different ventilator. No patient or user harm was reported.